Event description:
It was reported that the patient¿s medication stopped going into the spinal cord. The health care provider (hcp) wanted to remove the device. The patient has had several previous back surgeries, unsuccessful. The question was where the catheters were. They were no longer connected to the spinal cord. The patient had lung problems, although cleared by a pulmonologist for surgery. The patient also had chronic lymphocytic leukemia, so there was a higher risk of infection. About 9 months prior to the report, it was discovered that a lot of medication was still in the pump and not being distributed to the body. Because of previous bad outcome surgery, the patient has severe kyphosis of upper discs and was severely bent over, so that may have caused the catheters to come loose. Additional information received reported that the hcp wanted to remove the pain pump because they believe the patient was not getting medication and they ¿do not know where the catheters are¿. The patient would go in every month and the hcp would remove fluid and put something back in the pump. The patient started seeing a different hcp and the first time the patient started going there, they withdrew medication and told the patient there was ¾ of what they put in the patient. That was the first time they noticed a problem. The patient said it was more like 2 months ago. They tried lowering and increasing medications to see if they could supplement this with medication. The hcp suggested having the pump removed. The patient thought there was nothing wrong with the pump, there was something wrong with the catheter. It was said that the catheter came out. The patient¿s dose was very low at the time of the report. Additional information received reported the patient symptom was a lack of response to the medication. Catheter migration/dislodgement was the suspected cause of the event. An x-ray, computed tomography (CT) scan, and a dye study were done to troubleshoot the issue and it was found that there was no intrathecal spread because the intrathecal pump (itp) was infusing into a paraspinal muscle instead of the intrathecal space. Hyperdensity was seen along the course of the intrathecal pump tubing leads to a focal collection of contrast within the posterior paraspinal soft tissues at l1-l2, therefore, the pump was being tapered off since its efficacy was likely nominal. It was also noted that the patient had decreased bulk in their lower extremity bilaterally. The pump was programmed to minimum rate mode on (B)(6) 2014. The patient¿s pain was unchanged. The patient¿s pain was very well controlled but he would have painful muscle spasms 6 hours after going to sleep. The device was going to be removed as an intervention. The patient had no impairment. The pump was infusing bupivacaine, baclofen (unknown), and morphine (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n284306, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).